Event description:
On (B)(6) 2011, a patient reported being treated for a corneal ulcer in the right eye (od) while wearing acuvue oasys for astigmatism contact lenses on (B)(6) 2011. The patient was working in texas at the time. The patient reported initially experiencing redness and blurry vision in the od after one week of daily wear. The patient reported presenting to a walk in clinic, then an emergency room on (B)(6) 2011. The patient reported being diagnosed with a corneal ulcer in the od and prescribed vigamox drops and oral pain medication. On (B)(6) 2011, the patient faxed copies of the patient discharge instruction sheet from the emergency room in (B)(4) and a copy of the patient's chart from the treating ophthalmologist upon the patient's return home to (B)(4). The chart from the emergency room notes that the patient was diagnosed with a corneal abrasion (B)(6) 2011, however, the eye that is affected and the prescriptions given to the patient are not noted. The patient's chart from the treating ophthalmologist in (B)(4) indicates the patient presented (B)(6) 2011 with c/o "stabbing pain and redness od since 10/28, patient took out ctl, saw an eye doctor, was given vig od tid, went to the emergency room (B)(6) 2011 told bad k abrasion. No ctl since. Vig od tid (til yesterday). Va 20/400 od and 20/100 os without correction. Imp: btl related ulcer od>os. Plan: disc ulcer with patient rx vig od q1hr wa and os tid. Rtc: 4 d. "Drawing depicts a 1mm paracentral ulcer od, edema noted. A peripheral infiltrate was noted on the os with peripheral spk. Follow up (B)(6) 2011: "patient states ou feel better. Si light sens, redness, dull ache, fbs, no ha's. No itch. Va improving with gtts. Besivance qid os and q1hr wa od." Va od 20/25 and os 20/20 with correction. Drawing od depicts: "infection decreased with decrease in epi defect. Os: peripheral infiltrate without epithelial defect. Plan: besivance q2hr od, ID os. Rtc friday/monday." Follow up (B)(6) 2011: "patient states ou feel better. Si light sens, redness, dull ache, fbs, no ha's no itch. Va improving with gtts. Besivance qid os and q1hr wa od." Va od 20/25 and os 20/20 with correction. Drawing od depicts: "infection decreased with decrease in epi defect. Os: peripheral infiltrate without epithelial defect. Plan: besivance q2hr od, bid os. Rtc friday/monday." Follow up (B)(6) 2011: "patient states od feeling better today, patient still watering but decreased scratchiness. Patient states no trouble with os, patient states va getting better. Besivance q2hr od, bid os." Va od 20/25+2 and os 20/25 with correction. Drawing od depicts: "less dense infiltr. Os a peripheral scar is noted. Plan: decrease gtts q3h-od x1 wk, then qid x 1 wk, then bid x 1 wk. And qd- os x1 wk then d/c. Rtc 1 month." The patient has not returned for follow up as instructed and is currently wearing glasses. The product in question has been discarded. No additional information is available at this time. A lot history was conducted and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. Based on the limited information available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn. Device discarded - unable to follow up.